Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was oversensing noise associated with electromagnetic interference. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 implantable tachy lead 2003 (B)(6). (B)(4).